Event description:
After suturing in the size 21 st. Jude regent valve in the patient, the surgeon attempted to turn the mechanical valve with difficulty. The surgeon attempted again and one of the valve leaflets broke off. The valve had to be explanted. A new valve was then implanted.